Event description:
It was reported by facility rep that the 5310ivc bed shot out sparks and will not move. The rep states a caretaker was transferring a patient from the bed. She states the caregiver was using the hand pendant to raise the head of the bed when a spark and a puff of smoke came from the middle of the bed. No injuries noted and the rep was referred to original dealer for replacement.